Event description:
It was reported that the patient fully recharged the implantable neurostimulator (ins) yesterday. During the recharge, the patient felt stimulation turn on and off quickly. The patient did not feel intermittent stimulation while using the patient programmer or using stimulation normally. Intermittent stimulation was not related to positioning, and there were no recent falls or trauma. The patient was not sure if it was related to peripheral neuropathy. Program 1 was at 3.5 volts and program 2 was at 4.0 volts with a rate of 55 microseconds. The settings had not been changed recently. The patient changed the rate to 65 microseconds without feeling intermittent stimulation. It was reported that the ins was last checked two years ago when the battery died. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead: model 3998, lot# v019569, implanted: (B)(6) 2004, explanted: unknown. Extension: model 370824, serial# (B)(4), implanted (B)(6) 2004, explanted: unknown. Accessory: model 37752, serial# (B)(4).